Manufacturer narrative:
Product event summary # product ID# d314trg. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 694758, implanted: (B)(6) 2012; product ID: 429688, implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately five months post implant of the ICD system. A cause of death was requested and not received.